Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. To fix the issue, the fse replaced the patient interface module, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.